Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 148mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a protruded and loose drive support disk, minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a dented case. The insulin pump alarmed during the basic occlusion test due to the protruded and loose drive support disk.